Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C... The investigation could not draw any conclusions about the root cause of the reported event; however, due to the length of time between the date of insertion and date of revision, it would not be unexpected to observe the poly wear along with osteolysis that was described within the complaint. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address osteolysis, poly wear of the insert, and loosening of the tibial tray and femoral component at the cement/implant interface. The manufacturer of the cement used in the primary surgery is unknown. (Left knee).